Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient present to ER after receiving inappropriate atp therapy. Review of egms showed atrial events sensed on the ventricular channel. Review of fluoroscopy revealed dislodgement of rv lead. The physician suspected twiddler syndrome. The lead was explanted and replaced. Patient condition is good after the event.